Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced presyncope and presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. The pulse generator was explanted and replaced due to normal elective replacement indicator on (B)(6) 2014.